Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge side was leaking after filling the cartridge. Blood glucose level was 125 mg/dl. Reportedly, a new cartridge was loaded resolving the issue.